Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry, double vision. The lens was exchanged in a secondary procedure. The clinical reason for explant was excision post-cataract surgery, which left the patient with astigmatism, and the lens was replaced with a monofocal iol. The facility representative reported that at the 2-week postoperative check, the patient complained of shadowed, doubled vision. Postoperative refraction was -0.50 -0.25 x 20, achieving 20/20, with no cylinder noted. The physician decided to remove a pterygium in the right eye to assess improvement, as the patient was very persistent. Following pterygium excision, the patient developed increased cylinder. Refraction prior to explant was plano -2.25 x 73, achieving 20/20. The surgeon reported being unsure whether the product contributed to the event.